Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by an ambulance with blood glucose (bg) values that dropped to 35 mg/dl. The patient was unresponsive and lost consciousness prompting her husband to call 911. For treatment, the patient was given an intravenous (IV) of unknown contents and glucagon injection. The pod was worn on the leg.